Event description:
It was reported to nuvectra that a revision at the pocket site was performed due to the leads being in front of the stimulator causing charging issues. During the surgery, the coiled leads were sutured behind the stimulator.